Manufacturer narrative:
Endoscopy support specialist (ess) completed in service reprocessing observation on (B)(6) 2021. Ess did not find any deviations and informed nurse manager of findings. Root cause for the positive culture could not be determined from the reprocessing observations by the ess. The device was last reprocessed on (B)(6) 2021. Device is not eto sterilized. For reprocessing the olympus acecide-c is the cleaning and disinfectant solutions used with the endoscope, with minimum effective concentration being checked at the start of every load. Olympus oer-pro is the aer is being used to reprocess the endoscope. This device has had no issues. The endoscope is being leak tested with olympus mu-1 prior to manual cleaning. The endoscope channel being brushed with an olympus bw-412t single-use brush during manual cleaning. Pre-cleaning is being performed immediately after a procedure. All reprocessing personnel trained on how to properly reprocess an endoscope. The device is stored by hanging in a scope closet. There have been no changes in the facility¿s reprocessing personnel since then. The last reprocessing in-service for the device prior to the event was conducted by an olympus endoscopy support specialist (ess) on (B)(6) 2020. The device will be tested by a third-party laboratory before evaluation will be performed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during a routine sample and culture of the device, the device working channel tested positive for gram negative rods. There is no reported harm or infection to any patient. No patients were cultured. This device was not used on a patient with known infection of the same microorganism.

Manufacturer narrative:
The device evaluation is now completed. This supplemental report is being submitted to provide this information. Please see the updates in sections. In the past four months, this customer has three other reported events for positive culture test on scopes captured in the medwatches with patient identifiers (B)(6). The device history record review confirmed that device conformed to specifications at the time of shipping. This device was previously repaired on mar 05, 2021. This event is positive culture test and not the device defect. A culture test result on the subject scope performed by the third-party lab confirmed the event of gram negative rods in biopsy channel reported by customer. The third-party lab findings are as follows: distal end: positive rods, auxiliary water channel: negative rods, biopsy/ suction channel: negative rods. An in-service was performed by olympus endoscopy support specialist (ess). Ess did not find any deviations from instructions for use (IFU) at in-service. The instructions for use includes the following statements: reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. A visual inspection on the received condition of the device was performed. No foreign material, debris or stains were found within the biopsy and suction channels. An olympus borescope was used to the inspect both channels of the device. The borescope was first inserted through the biopsy channel, and scrape marks were noted near the distal end opening, as well as kinks near the control body side. The borescope was then inserted through the suction channel and kinks were discovered at the scope connector side upon entry. Additionally, the video scope passed the cosmo leak test (+.6). Additionally, the device light guide lens had a chip.